Event description:
A report was received that the patient's ipg was not holding a charge following a lumbar fusion. An bsn representative analyzed the ipg database and confirmed premature battery depletion. It was confirmed that monopolar electrocautery was used during the lumbar fusion. The patient's ipg was replaced and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The analog ic ((B)(4)) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The (B)(4) damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the (B)(4). Current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)). It was reported that patient had a lumbar fusion surgery back in (B)(6) 2010 and electrocautery was used.

Event description:
A report was received that the patient's ipg was not holding a charge following a lumbar fusion. An bsn representative analyzed the ipg database and confirmed premature battery depletion. It was confirmed that monopolar electrocautery was used during the lumbar fusion. The patient's ipg was replaced and the patient was reportedly doing well following the procedure.